Event description:
It was reported that the patient was taken to the hospital 7-8 months ago because of segments missing on the subject meter. The patient's spouse had thought that he was "low" because th meter read "50". He ate food and/or drank beverage following the use of the meter. However, when he was taken to the hospital, the reading was "high" and he was given insulin, no specific results were provided. It is not known if the patient had experienced any symptoms at the time of concern. The lay user/patient has also has alzheimer's disease. A replacement meter, control solution, and test strips were sent to the lay user/patient.